Event description:
It was reported that the customer received an auto off alarm due to no interaction with the pump for an extended period of time. The customer cleared the alarm successfully and there was no impact to customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the auto off feature can be set up to 24 hours or off. The product has not been received for eval. Should additional info be received a supplemental form will be completed.